Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share log was performed and no data was found. Transmitter download review transmitter failed error was found. The allegation was confirmed. The probable cause was determined to be a transmitter high current state. No injury or medical intervention was reported.